Manufacturer narrative:
Per software investigation, the issue occurs if user creates a/ many plan(s) in the navigate task and comes across a freeze/ crash scenario where user has to either do a hard shut down or press ctrl+alt+backspace. When user re-enters s/w then the plans are not available anymore. This is because, the plans are created in navigate task and since a proper exit pattern is not followed, the plans are not triggered to get saved.

Event description:
Medtronic rep reported that while in navigate, she could not close the tool bar on the right hand side of the screen. Several minutes later, the software froze in navigate mode. The rep performed a hard shutdown. When she came back in to the application, the registration was present but the surgical plans were missing. The surgeon had three surgical plans created prior to the freeze. No impact on pt outcome reported.